Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on unknown side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: brown particles observed on the device. Black particles observed on the gel. White biological tissue observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture on unknown side. The device has been explanted